Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. The device was disassembled and all pcbs were individually tested and were found to be functional. After reassembling the device, the issue did not recur. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. It is likely that an internal connector or component was not seated properly, however the cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to complete a boot cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.